Manufacturer narrative:
If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During preparation for a pulse field ablation procedure for treatment of paroxysmal atrial fibrillation, a versacross connect access solution for faradrive device was selected for use. There was difficulty removing the device from its packaging, during which the sterility of the device was compromised due to inadvertent contact with a non-sterile surface. The device was not used on the patient. A replacement versacross connect access solution for faradrive was opened and used to successfully complete the procedure. No patient complications occurred, and the patient recovered fully.